Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) stating that "phoned and spoke with patient today, (B)(6) 2025. Patient states that she is still having issues with her recharger and longer charging times. Patients states that her connection with the recharger will go from excellent to loosing connection with no movement of herself or the device. I have offered to meet with the patient face to face at her physician¿s office to troubleshoot and to call tech services if needed to help get this issue resolved for her. Patient states that she is traveling out of state at this time and she will call me when she returns home next week to set up a time to meet at the physician¿s office. Physician has been made aware of our plan to meet and troubleshoot her scs system. Patient contacted me back and we have scheduled appointment to meet at physician¿s office on (B)(6) 2025 at 10:30 am. Additional information was received from the rep stating that "received message from patient today stating that when charging, if the patient programmer is placed inside the pouch on the recharger belt, charging is interrupted. If she leaves the patient programmer outside of the pouch on the recharger belt, she can charge her ins up fully in 30-40 minutes. Patient does not want to meet at the scheduled time on (B)(6) 2025. Patient wants to hold off on meeting for now as she is not currently having issues charging her ins. Patient is notified to contact rep immediately if she has any further difficulty charging or any other issues. Physician has been made aware of the above".

Event description:
Information was received from a patient and a manufacturer representative (rep) regarding an external device. It was reported that they were having difficulties charging the implanted neurostimulator. Patient said when they would place the recharger over the implant, the controller would say charging excellent, then a split second later it would say good then no device found and then good again. Patient also said the connection would be all over the place and when they could finally get the implant to charge, all the power in the controller was used to charge the implant. Patient said controller would deplete from 100% to low in only an hour of trying to charge and they'd start with implant at 50%. Patient also said if they'd charge better if they held the recharger. Patient then said yesterday they were trying to charge and the controller froze and they had to take the battery out to get controller to work again. Agent asked, patient said the issue started 4 weeks ago when they first tried to start charging. Patient had been in contact with the representative and they tried some troubleshooting and said if they continued to have problems, to let the representative know. Patient mentioned they had their final post op check up a week ago and the representative was there and said the implant site was fine and they were getting therapy relief for their low back pain. Patient inspected recharger and controller port but did not see any damage. Patient cleaned connections and blew into controller port. Patient reset controller and started a recharge session and reported recharging excellent, then good then poor and connection kept jumping around. Patient tried repositioning, but still couldn't connect well. The issue was not resolved. The rep reported that they offered to meet with patient today, 6/10/2024 at her physician's office to troubleshoot and interrogate system in person. Patient declined meeting today at this time. Patient states her ins is currently 60% charged and she would like to wait until her scheduled appointment with her physician on 7/15/2024 at 11:15 am. The rep informed patient that they will be there at that appointment on 7/15/2024 to troubleshoot. They also gave the patient the number to patient services (pss). The cause was unknown and troubleshooting was performed. The patient was redirected to their healthcare provider to further address the issue if that did not resolve the issue. A replacement recharger (rtm) was sent out. Additional inf ormation was received from the patient. The reason for call was patient reported issues charging their implanted neurostimulator since the time of implant. Patient stated the recharger is not working appropriately and is driving them up a wall backward. Patient noted the charge quality will change from excellent to poor without them even breathing twice and it takes forever to charge the implant. Patient stated as soon as they move their body they lose connection. Patient noted their previous ins would charge in a few minutes and this new system sometimes takes 1.5 hours to charge the implant from 30% to full as they have to continuously move the paddle due to poor recharge quality. Patient noted every once in a while the implant will charge in 30 minutes, but it was been a nightmare ever since they go the new system. Patient added sometimes the controller battery will drain before they can even get the implant recharged. Patient noted they charge the implant once a week and use the belt and fasten it as tight as it will go. Patient denied any recent falls/traumas near the implant site but did note they have gradually lost 42 lbs. Agent had patient reset controller with ac power supply. Patient reported no visible damage to the recharger, controller port, controller battery compartment pins, or battery pack; patient denied any rattling noise inside controller. Patient then connected recharger and confirmed seeing no device found. Patient entered passive recharge mode with 65-71-82 displayed. Patient pressed the paddle into their skin and the middle number increased to the 80s. While still on the call, patient reported recharging excellent with implant at 40%. Agent reviewed ins charge duration as well as recharger best practices. As recharger has been replaced and there is no visible damage to the external equipment, agent advised patient to monitor and redirected to their healthcare provider to further address the issue if it persists. Patient did note their ins was placed in a different pocket than the previous ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.